Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and arthralgia ("joint pain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter and patient demographics and laboratory test were added. Essure indication updated. On (B)(6) 2017, she explanted essure. Injury event was updated to dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, joint pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain / lower pelvic') in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine enlargement. Concurrent conditions included endometrial ablation since (B)(6) 2012, endometriosis of uterus and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy period"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pollakiuria ("frequent urination"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), abdominal pain ("chronic abdominal pain"), arthralgia ("joint pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and haemorrhage ("blood loss "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, arthralgia, bladder disorder, urinary tract disorder, migraine, fatigue, pollakiuria and haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, menorrhagia, migraine, pelvic pain, pollakiuria, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Insertion date : (B)(6) 2013 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result was not provided.. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: a57112 manufacture date: 2012-09 expiration date: 2015-09. Most recent follow-up information incorporated above includes: on 27-aug-2020: pfs received- new event abnormal bleeding (vaginal), frequent urination and blood loss were added. Onset date of the events menorrhagia, dysmenorrhea, fatigue, migraine/headache and pelvic pain were added. Event of genital haemorrhage downgraded to non-serious. Reporter information was added. Insertion date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain / lower pelvic') in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine enlargement. Concurrent conditions included endometrial ablation since (B)(6) 2012, endometriosis of uterus and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy period"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pollakiuria ("frequent urination"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), abdominal pain ("chronic abdominal pain"), arthralgia ("joint pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and haemorrhage ("blood loss "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, arthralgia, bladder disorder, urinary tract disorder, migraine, fatigue, pollakiuria and haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, menorrhagia, migraine, pelvic pain, pollakiuria, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Insertion date : (B)(6) 2013 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result was not provided.. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: a57112 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine enlargement. Concurrent conditions included endometrial ablation since (B)(6) 2012, endometriosis of uterus and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy period"), arthralgia ("joint pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, arthralgia, bladder disorder, urinary tract disorder, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Insertion date : (B)(6) 2013 discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result was not provided. Ultrasound scan vagina - in (B)(6) 2013: result was not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia lot number: a57112 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine enlargement. Concurrent conditions included endometrial ablation since (B)(6) 2012, endometriosis of uterus and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy period"), arthralgia ("joint pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, arthralgia, bladder disorder, urinary tract disorder, migraine, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), chronic pelvic pain, chronic abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Insertion date : (B)(6) 2013 discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2013: result was not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: bladder problems, urinary problems, migraines / headaches, dyspareunia (painful sexual intercourse) and fatigue. Lot number, medical history and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.